Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an occlusion alarm. Reportedly, customer changed infusion set and cartridge and resumed insulin successfully. There was no reported adverse impact to customer's blood glucose level.